Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/28/2020. A manufacturing record evaluation was performed for the finished device ppmbpx batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle found? What was the size of the needle used? Was more than half the needle retained in the patient? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was found to be broken. The needle tip was unable to be located to date. Xray's have been taken of the area however, after investigating an area showing a similar density to the needle, it was not able to be located. A CT scan has been booked for later in the week. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/15/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: it was reported breakage needle. Three pictures were received for analysis. Upon visual inspection of the pictures, a broken needle at the tip could be observed in the image 1 and 2 of product code w9245, lot ppmbpx. However, no conclusion could be reach as the sample was not returned for analysis. In the third picture only was noted a copy of the foil. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: ¿ what was the size of the needle used? Details in image (45mm) ¿ was more than half the needle retained in the patient? No ¿ only the tip is reported to have been the following information was requested, but unavailable: ¿ was the needle found? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure?